Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that dissection and restenosis occurred. The subject was enrolled into a clinical study on (B)(6) 2025, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.8 mm reference vessel diameter, 99.5 mm length and 57 % stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm boston scientific bravus balloon with residual stenosis of 10 %. The target lesion was treated with 6 mm x 150 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 14 %. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. Post index procedure, avf functional assessment revealed flow volume (fv) of 803 ml/min, resistance index (ri) of 0.52, systolic blood pressure of 103 mmhg, and diastolic blood pressure of 56 mmhg. On (B)(6) 2025, the subject had first successful hemodialysis performed after index procedure. On (B)(6) 2025, during protocol required 3 month follow up visit, avf functional assessment revealed flow volume (fv) of 669 ml/min, resistance index (ri) of 0.55, systolic blood pressure of 122 mmhg, and diastolic blood pressure of 61 mmhg. There were no clinical symptoms to indicate av access dysfunction. On (B)(6) 2025, during protocol required 6 month follow up visit, avf functional assessment revealed flow volume (fv) of 388 ml/min, resistance index (ri) of 0.65, systolic blood pressure of 132 mmhg, and diastolic blood pressure of 65 mmhg. There were no clinical symptoms to indicate av access dysfunction. On (B)(6) 2025, the subject presented for protocol required 9 month follow up visit and underwent avf evaluation which revealed decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound or angiography revealed target diameter stenosis greater than 50% in left arm anastomosis and venous outflow. Additionally, thrombosis was noted in the left arm venous outflow. Avf functional assessment revealed flow volume (fv) of 326 ml/min, resistance index (ri) of 0.66, systolic blood pressure of 153 mmhg, and diastolic blood pressure of 82 mmhg. On (B)(6) 2025, 243 days post index procedure, 76% thrombotic stenosis noted in the left arm venous outflow with 16.49 mm lesion length was aspirated using aspirare thrombectomy catheter. Subsequently, venous outflow and anastomosis was treated by percutaneous intervention using 6 mm x 40 mm boston scientific mustang balloon and 5 mm x 40 mm 35yoroi balloon. The final residual stenosis was noted to be 2 %. On (B)(6) 20205, the outcome of the event was considered as resolved.

Event description:
It was reported that dissection occurred. The subject was enrolled into a clinical study on (B)(6) 2025, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.8 mm reference vessel diameter, 99.5 mm length and 57 % stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm boston scientific bravus balloon with residual stenosis of 10 %. The target lesion was treated with 6 mm x 150 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 14 %. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. Post index procedure, avf functional assessment revealed flow volume (fv) of 803 ml/min, resistance index (ri) of 0.52, systolic blood pressure of 103 mmhg, and diastolic blood pressure of 56 mmhg. On (B)(6) 2025, the subject had first successful hemodialysis performed after index procedure. On (B)(6) 2025, during protocol required 3 month follow up visit, avf functional assessment revealed flow volume (fv) of 669 ml/min, resistance index (ri) of 0.55, systolic blood pressure of 122 mmhg, and diastolic blood pressure of 61 mmhg. There were no clinical symptoms to indicate av access dysfunction. On 24-sep-2025, during protocol required 6 month follow up visit, avf functional assessment revealed flow volume (fv) of 388 ml/min, resistance index (ri) of 0.65, systolic blood pressure of 132 mmhg, and diastolic blood pressure of 65 mmhg. There were no clinical symptoms to indicate av access dysfunction. On 26-nov-2025, the subject presented for protocol required 9 month follow up visit and underwent avf evaluation which revealed decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound or angiography revealed target diameter stenosis greater than 50% in left arm anastomosis and venous outflow. Additionally, thrombosis was noted in the left arm venous outflow. Avf functional assessment revealed flow volume (fv) of 326 ml/min, resistance index (ri) of 0.66, systolic blood pressure of 153 mmhg, and diastolic blood pressure of 82 mmhg. On (B)(6) 2025, 243 days post index procedure, 76% thrombotic stenosis noted in the left arm venous outflow with 16.49 mm lesion length was aspirated using aspirare thrombectomy catheter. Subsequently, venous outflow and anastomosis was treated by percutaneous intervention using 6 mm x 40 mm boston scientific mustang balloon and 5 mm x 40 mm 35yoroi balloon. The final residual stenosis was noted to be 2 %. On 26nov20205, the outcome of the event was considered as resolved.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction: b3 - event date has been updated, restenosis has been removed from b5. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a comprehensive review of the reported complaint, the most probable cause of this event is considered to be a known inherent risk of the device.